Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residue on the air/water channel. In addition, there was black image, and b31 (scope communication error). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the b31 error and black image was component failure. The most probable cause of white residue could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.